Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The transmission revealed that the right ventricular lead exhibited noise. All other electrical values were stable. No additional information was reported.